Event description:
It was reported that the patient experienced high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2026, during which both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.